Manufacturer narrative:
D10: concomitants: (B)(6), 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t, (B)(6), 02-020-11-0235 - truliant ps cem fem ps cem left sz 3.5, (B)(6), 204-70-00 - tibial stem ext. Screw, (B)(6), 204-34-02 - fluted stem extension 25l x 14 mm, (B)(6), 200-02-32 - three peg patella 32mm. Pending investigation.

Event description:
As reported via legal documentation the 74 y/o female patient had a left knee replacement on (B)(6) 2017. Approximately 4 years and 11 months after the initial procedure the patient had a left knee revision on (B)(6)2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report 30 sept 2022: diagnosis: polyethylene wear and loosening femoral component. Findings: there was found to be a clean wound with clear synovial joint fluid. There was found to be a well-fixed tibial component. There was visible evidence of polyethylene wear with the tibial polyethylene, as well as the patellar button polyethylene. The poly insert and the patellar button were removed. The femoral component was found to be loose from the cement mantle on the distal femur and was revised with a fully-cemented stemmed component. Ace wrap used. The patient was transferred to recovery in stable condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.